Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 20 mg/dl. Low bg cause was not known. Customer's spouse administered 2 glucagon injections to address bg. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.